Manufacturer narrative:
Our investigation of lot sp100241 includes: (B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot sp100241. Results of evaluation: (B)(4). - review of lot processing history and complaint history records for lot sp100241 was unremarkable. There was no processing deviation or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. - as of 08/31/2017, no other complaint has been reported to lifecell against lot sp100241. - as of 08/30/2017, of the (B)(4) devices released to finished goods for lot sp100241, (B)(4) devices were distributed with 180 devices reported to be implanted. Evaluation conclusion: (B)(4). - the event is unlikely related to strattice laparoscopic. As the surgeon reports, this event involves a complicated asa 3 patient with associated morbidities such as hypertension, obesity with a (B)(6), diabetes, and smoking history. Based on our internal review of the device processing history, the lot met qc criteria for product release, including mechanical testing. No other complaint was reported against the lot. The lot was aseptically processed and terminally sterilized within process parameters. There was no nonconformance or deviations encountered in association with the event.

Event description:
This report refers to medical device report 1 of 2. Refer to MFR# 1000306051-2017-00061 for medical device report 2 of 2. The surgeon reports that a female patient underwent umbilical and lower incisional hernia repairs on (B)(6) 2016, utilizing a "sandwich" technique with two strattice laparoscopic meshes. On (B)(6) 2017, as per diagnostic CT scan, it was seen that the patient presented with two hernias. The reherniation occurred above and through the strattice meshes. Surgery to repair the reherniation was performed with a larger strattice mesh. The surgeon attributes the incident to a case involving a complicated patient. The patient is also reported to be currently recovering from surgery.